Manufacturer narrative:
Device evaluation: visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid, with clear residue on the lens. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated a 13.2mm micl13.2 implantable collamer lens, -9.0 diopter, was torn while being inserted and it was unknown if there was any patient contact. The backup lens was implanted. The reporter indicated the cause of the event was unknown.